Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance in priming the insulin pump. The customer then stated that she went to the emergency room with blood glucose levels between 400 and 500 mg/dl about three weeks earlier. The customer stated that they told her she had a urinary tract infection, and that is why her blood glucose elevated. Nothing further was reported.